Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen intermittently does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded intermittently when pressed. During a review of the device history at the service center button ID: invalid error codes were noted. The probable cause of the intermittent touchscreen was corrosion on the touchscreen and contamination on the bottom touchscreen connectors due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.